Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle and attached to the distal end cover could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformations observed that might result in the retention of foreign material and no additional event or facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the instruction gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together). Reprocessing survey info: - device was cleaned, disinfected, and sterilized before being sent to olympus. - was there a delay in the start of pre-cleaning: unknown. - air/water nozzle was flushed with water and air: not answered. - were there abnormalities in the accessories used for reprocessing: unknown. - did the customer pre-soak in detergent solution: unknown. - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes. - did the customer flush the air/water nozzle / channel with the detergent solution: yes. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed a defective image. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign objects clogging the nozzle and foreign matter on the distal end cover. This medwatch report is being submitted to capture the reportable malfunctions identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation and upon evaluation, the customer allegation of image defect was not confirmed. There were few additional findings. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The bending section cover had a scratch. The adhesive on the bending section cover had a scratch. The adhesive on the bending section cover had a crack. Adhesive on the bending section cover had white-clouded area. The adhesive around the objective lens was peeled. The adhesive around the objective lens had a white-clouded area. The light guide lens had a crack. Adhesive around the light guide lens was peeled. The adhesive around the light guide lens had a white clouded area. The plastic distal end cover had a scratch. The universal cord had a wrinkle. The investigation is ongoing and follow up is in progress to obtain information regarding reprocessing steps followed onsite. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.